Event description:
It was reported a bladder neck suspension procedure utilizing a protegen sling was initially performed with difficulties. Approx five mos post-procedure, the pt returned with vaginal drainage and vaginal dehiscence of the sling material. The sling material was removed without incident. No further info regarding the circumstances surrounding this event are available. The device has not been returned by the user facility. Therefore, no failure analysis will be performed. Co's follow up revealed anchor placement was difficult due to the pt's condition. The pt was obese and diabetic. Co's directions for use outline as potential complications: "loss of suture support may produce dehiscence at the implant wound site...the risks associated with procedures that require placement of a bone anchor can be greater in pts with chronic conditions such as diabetes or obesity and those on medications such as corticosteroids."